Event description:
According to the reporter, a capsule failed to attach. Tech support advised customer to send in the capsule for inspection and replacement. There was no harm caused to patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the procedure or patient that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. This site has been performing the procedure for 8 years. The vacuum pressure during placement was 660mmhg. The vacuum pressure when testing pre-procedure was greater than 660 mmhg but dropped when testing with finger.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released, causing the capsule not to attach. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.